Manufacturer narrative:
(B)(4). User error contributed to event (ballooning outside the stent graft).

Event description:
A reliant balloon catheter was used for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure and after implanting an aortic extension the reliant balloon ruptured during touch-up during the first inflation. The balloon was placed half on the stent graft and the remaining half was on the suprarenal stent. The physician realized that it was off label work but normally the balloon does not rupture by such a case. The physician was ballooning a section that had graft overlapping. The physician replaced the reliant balloon with another device and the procedure was completed successfully with no injuries to the patient. The physician noted that ballooning was performed with normal pressures. The cause is unknown. No clinical sequelae were reported and the patient is doing fine. The device was returned within a generic brown box. The catalog and lot numbers on the labels matched the number from the event. The device was returned bloody. Upon inspection of the device, there was a circumferential tear of the balloon. The rest of the device was unremarkable. The event was confirmed; there was circumferential tear in the balloon. The root cause of the event could not be conclusively determined; however, was most likely due to using the balloon outside of the covered region of the stent graft, which is off-label.